Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections to initial report: b1 of the initial report was blank and is being corrected to product problem. H6 component code of the initial report is being corrected from "4733 - connector/coupler" to "423-cable, electrical". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, and the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that there was no image on the screen when using a videoscope cable. The issue occurred in a non-clinical setting. And there were no reports of patient involvement.